Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had ineffective stimulation with the cervical lead. A cervical lead was added on (B)(6)2024 to address the issue.

Manufacturer narrative:
Date of the event is estimated.